Manufacturer narrative:
Concomitant products: product ID 8840, serial# unknown, product type programmer, physician; product ID 8598a, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
It was reported that while refilling a patient¿s pump telemetry did not complete and the pump was put into stopped pump mode. It was noted that in the midst of reprogramming an error message appeared on the programmer. It was thought that the programmer wasn¿t ¿right over the antennae.¿ the physician reprogrammed the pump out of stopped pump mode. The drug in the pump was unknown.